Event description:
During a uterine fibroid resection procedure, the resectoscope sheath insulation broke off. While the dr tried to retrieve it with a forceps, the ceramic insulation allegedly broke into small pieces and fine fragments. Dr removed the broken pieces, irrigated the uterus, and performed a d&c to make sure no fragments were left inside the pt.